Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while impacting the retention plate was broken off. All pieces were retrieved and will be sent back. A surgical delay of 4 minutes.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary ==> examination of the returned device confirms the reported event. The root cause was attributed to the device being worn from normal use and servicing. The investigation did not indicate that a broader investigation or corrective action was necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.